Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that product's packaging was damaged in transit from (B)(4) to the supplier. The outer tyvek seal has been breached in a small area on the corner. Sterility barrier was compromised. No patient involvement.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event was confirmed based on visual inspection. Products were returned; the visual inspection of the returned product identified that the tray has been bent at the seal area, however, the seal is still intact. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The reported event is said to have been possibly caused by a constant compression or a bending pressure on the tray. The trays and cartons were tested to astm d4169 for the hazards associated with distribution and were released after an acceptable result was received. As this event was identified when the product was sent back to the supplier for repacking, it is unknown when/where this packaging has been damaged. The root cause can be attributed to packaging damage during transit. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.